Manufacturer narrative:
(B)(4). The p-cap does not lock properly into the reservoir compartment. The following were noted during visual inspection: detached retainer, missing o-ring (reservoir tube), cracked case (battery tube), broken belt clip rails, battery tube threads - cracked, label damage (stained), scratched case, and overlay scratched. Cosmetic damage was confirmed at the belt lip rails found during analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that customer reported physical damage to the insulin pump and can no longer be used. The customer reported no adverse event. The event involved product(s) mmt-1884 will discontinue using the insulin pump and mmt-1884 was returned for analysis.